Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a tapp and absorbable straps were used. During the first release, nothing happened initially. During the second release, two straps dropped at the front and could not be fixated in the symphysis. The device injured a part of the organ on the left hand side and the patient experienced abdominal bleeding. This part was fixed using suture. No additional information has been provided.

Manufacturer narrative:
A close inspection was conducted on the returned device and no visual damages were noted. The provided device was activated manually and 6 straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. Based on device performance, it can be concluded that the device worked as intended.